Event description:
The implantable neurostimulator was in a power on reset condition. The power on reset was cleared. Afterward the device communicated with the physician programmer and the pt's recharger, but not with the pt's programmer. The programmer did not work with or without the antenna. A second pt programmer was tried with the same results. The message screen that occurred when communication failed was not reported. No other clinical data were reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The programmer was received on 10/27/2008. Final device analysis revealed that the antenna jack was broken.